Manufacturer narrative:
On (B)(4) 2013, an isi fse tested the system and was unable to replicate the reported double vision on the ssc. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Intuitive surgical inc. (Isi) has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. On (B)(4) 2013, isi contacted the isi clinical sales representative (csr) assigned to the site. The csr indicated that the reported vision issue was resolved and subsequent surgical procedures were performed on the system with no reported recurrences of the issue. The csr also stated that the surgical procedure was rescheduled and performed earlier that same day ((B)(6) 2013) and was completed with no complications. Based on the information provided, this complaint is being reported due to the following conclusion: the surgeon made the decision to abort the planned da vinci s surgical procedure after encountering a vision issue with the ssc.

Event description:
It was reported that prior to starting a da vinci s prostatectomy procedure, the surgeon made the decision to abort the planned surgical procedure after encountering double vision through the surgeon side console (ssc). No patient harm, adverse outcome, or injury was reported. According to the initial reporter, the surgical staff attempted to troubleshoot the reported vision issue before calling an intuitive surgical inc. (Isi) technical support engineer (tse) by trying multiple scopes and camera heads. The initial reporter indicated that the surgical staff was unable to resolve the reported issue and the surgeon then made the decision to abort the surgical procedure post anesthesia and port placement. The surgical procedure was rescheduled. The following day, an isi field service engineer (fse) performed a field evaluation at the site. Through troubleshooting, the fse was unable to replicate the reported double vision issue experienced by the surgeon. The fse tested the system and verified that the system was ready for use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has reviewed the system logs for the site with a procedure date of (B)(6) 2013. Based on the system logs, the system generated recoverable error code 's 45311, 45310, 45312, and 45431 that day. An error code 45311 signifies that the system detected loss of left surgeon's video input. An error code 45310 signifies that the system detected loss of right surgeon's video input. An error code 45312 signifies that the system detected loss of left and right surgeon's video inputs. An error code 45431 signifies that the system detected a loss of synchronization between left and right video streams. In each instance an error code appeared, the surgical staff was able to recover from the fault within a minute.